Event description:
Healthcare professional reported a right side deflation, "any creases", and "particles in valve". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22-jul-2017. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: device patch with lot number 2917364 and catalog number 68hp-350. Creases. Fluids device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right side deflation, "any creases", and "particles in valve". Device has been explanted.